Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12969. Related manufacturer reference number: 2017865-2021-12970. It was reported that the patient's pacemaker, right ventricular (rv) lead and atrial lead were explanted due to infection. No vegetation or endocarditis was noted. The physician does not allege that abbott devices or any procedure involving abbott devices caused or contributed to the infection. The source of the infection is not known. Patient condition was normal before, during, and after.